Event description:
It was reported that during insertion of the iab, the catheter caught on the guide wire and could not be advanced or removed. As a result, both the catheter and guide wire were removed simultaneously. A second iab was placed without any difficulty. There were no patient complications.